Event description:
It was reported that the subject device exhibited an image turned black and white the issue occurred during a diagnostic upper gastrointestinal endoscopy, the procedure was completed using same set of device. There were no reports of patient harm.

Manufacturer narrative:
E1 facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no new defective phenomena were identified in the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.